Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose level was 471 mg/dl. Customer declined further troubleshooting, the cause of the occlusion could not be determined. The customer changed supplies as necessary and resumed insulin therapy.